Event description:
Medrad stellant flex syringe kit tube failure. After syringes were loaded and connector tube was being primed, saline started spraying out of syringe/connector tube connection. Equipment was discarded and new kit reloaded for exam. This product did not get connected to patient at any time.